Event description:
It was found during baxter's testing that a pump was alarming for a system error 322. There was no patient involvement since the error was found during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom system error 322 was experienced during evaluation and also confirmed in the history log. The upper aux switch bracket was found to be able to move in and out from the upper latch. This was caused by a loose upper aux switch bracket screw. As a result, the upper aux switch bracket screw was replaced.